Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopy exam and laparoscopic appendectomy, the surgeon fired the device for the first firing and when the staple line was observed the staples were open on the ends and malformed. The surgeon heard no noise or had no difficulty firing the device. He removed it from the tissue with no issues. They used a second like device to complete the procedure. There was no patient consequence reported.